Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Date of patient death? Was a cause of death reported within the medical record or described in an autopsy report? Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date in 2021 and suture was used to seal a emco during the bypass case. A purse string approach was used. The patient expired at the facility. Autopsy showed a broken suture. Additional information has been requested.